Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01405.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured aneurysm in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the smart coil became stuck after getting inside the hub of the microcatheter; therefore, it was removed. The physician then placed two other coils in the target vessel using the same microcatheter. While attempting to advance a new smart coil through the microcatheter, the smart coil also became stuck at the same position as the first smart coil; therefore, it was removed. The procedure was completed using two other coils and the same microcatheter. There was no report of an adverse effect to the patient.